Manufacturer narrative:
(B)(4).

Event description:
Procedure: oophorectomy. According to the reporter: during use, the inside of the shaft part was peeled off. Another device was used to complete the case.